Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown at the time of incident. Customer stated that the down button is not working. Advised the insulin pump will need to be replaced. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states the insulin pump was exposed to moisture. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.